Manufacturer narrative:
Device passed selftest and current measurements however, unit received pump error 41 during rewind due to a problem isolated to electrical board. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 39 due to pump error 41.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Porting regulation.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm during rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.